Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer experienced low blood glucose of 42 mg/dl the night before. The customer suspended the insulin pump and then had high blood glucose between 350 and 470 mg/dl early in the morning. The customer treated with manual injection. It was also reported that insulin squirted out of the tubing during manual prime. Customer's blood glucose at the time of incident was 178 mg/dl. During troubleshooting, they changed the infusion set and reservoir and stated they were unsure if insulin continued to drip, but the motor did not slow down when letting go of the act button during prime. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No prime/fill anomalies noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and slightly peeling off end cap address label. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.